Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the or nurse checked and found that the cautery pin of maryland bipolar forceps is loosen and fell out. The electric cable is still attached but not well. They use back up instrument to start the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and found the bipolar insert appeared to be dislodged during visual inspection. Components adjacent to the bipolar insert do not show damage. The cautery insert guide was found to be missing. The probable root cause is attributed to the user, such as inadvertent collisions with hard surfaces or caused by improper cleaning during reprocessing.

Event description:
Refer to h11 for follow-up information.